Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out-of-range (ooo) right atrial (ra) pacing impedances measuring greater than 3000 ohms. Technical services discussed possible causes and recommended to have the patient come into the clinic for further testing. Additionally, the patient experience stimulation due to high thresholds and there were atrial tachy response (atr) episodes due to myopotential. The patient was seen in the clinic and isometrics was performed and the noise could not be reproduced. It was also noted that this device recorded a signal artifact monitoring (sam) episode due to oversensing of the minute ventilation (mv) feature on the ra channel. Technical services discussed programming options. At this time, the clinic will continue to monitor the patient. The pacemaker and non-boston scientific ra lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).